Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high and unstable thresholds due to dislodgement. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.